Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to eye slug not removed due to insufficient blast air pressure /machine not set properly/damaged air regulator. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral resection of the prostate under general anesthesia on (B)(6) 2025. A 18fr sterile disposable three lumen catheter (123418c) was indwelling postoperatively for continuous bladder irrigation. However, no irrigation fluid was observed flowing through the catheter. The patient's bladder gradually filled. Upon attempting to irrigate the catheter, it was found obstructed. After clearing the obstruction, no foreign body was detected. A new catheter was then inserted, yet again no irrigation fluid flowed out. The patient's bladder area continued to fill. Upon attempting to flush the catheter, it was found blocked once more. After clearing the blockage, no foreign objects were detected. Considering a blockage within the catheter lumen, consultation with department director wang qingsong resulted in instructions to replace the catheter with a new one. This incident was reported as an adverse event involving medical consumables.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral resection of the prostate under general anesthesia on (B)(6) 2025. A 18fr sterile disposable three-lumen catheter (123418c) was indwelling postoperatively for continuous bladder irrigation. However, no irrigation fluid was observed flowing through the catheter. The patient's bladder gradually filled. Upon attempting to irrigate the catheter, it was found obstructed. After clearing the obstruction, no foreign body was detected. A new catheter was then inserted, yet again no irrigation fluid flowed out. The patient's bladder area continued to fill. Upon attempting to flush the catheter, it was found blocked once more. After clearing the blockage, no foreign objects were detected. Considering a blockage within the catheter lumen, consultation with department director wang qingsong resulted in instructions to replace the catheter with a new one. This incident was reported as an adverse event involving medical consumables.